Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
During an internal investigation, elekta found that the drug strength in mosaiq® can be changed during the ordering process and approved, but the saved drug strength reverts to the original value.

Manufacturer narrative:
Section b1 added information. Section b3 added information. Section d9 added information. Section g3 updated. Section h6 updated coding. Section h7 added information. Section h10 additional information . The issue was determined to be a defect in the product which affects mosaiq® customers who have run version 2.83+ with first data bank (fdb). On the pharmacy order detail, a drug and drug strength are selected from a dropdown list. The selection is correctly displayed in the user interface. If any change is then made to select a different drug strength using the medication drop down list, the new selection is displayed correctly and can be approved. However, the edited and approved value is not saved with the order as it should be. The pharmacy order list will contain the original drug strength. An important field safety notification (371-01-msq-017) was sent to all affected customers from 2 september 2021 (elekta reference #:(B)(4). The issue will be resolved in a software patch for mosaiq® which is estimated for release by the end of october 2021.